Event description:
It was reported that the device it gives a defibrillator error when run on a test. There was reportedly no patient involvement. Customer requested bench repair. The device was evaluated by the bench technician, the reported problem was confirmed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, which was replaced, and the device was returned to full functionality. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device it gives a defibrillator error when run on a test. There was reportedly no patient involvement.